Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the individual contacted support stating that blood glucose levels had been running high for several hours and the cause was unclear. Blood glucose was reported to be as high as 394 mg/dl. During the interaction, active alerts were present, and a review of alert history confirmed an insulin occlusion. The individual reported that infusion supplies had been changed earlier and that all new supplies were used. Prior to performing additional troubleshooting, the individual was asked to inspect external components for kinks or leaks. During this inspection, it was observed that the infusion site adhesive was not properly secured to the body, and the portion of the infusion set containing the needle was partially detached. The individual was using a 23-inch, 6 mm infusion set. Assistance was provided to replace the infusion site only, after which insulin delivery was resumed. The lot number of the infusion set was retrieved. The individual confirmed that blood glucose levels were affected by the issue, with a highest reported level of 394 mg/dl and levels remaining above 180 mg/dl for approximately two hours. The device provided alerts for blood glucose levels above 300 mg/dl for more than 90 minutes. No back-up therapy was used, no ketone testing was performed, and no professional medical intervention was received. The individual did not require assistance beyond support guidance and reported blurry vision, noting a history of poor eyesight. The individual later reported that blood glucose levels remained elevated shortly after the infusion site change and was advised that it could take time for levels to decrease as the device delivered gradual correction insulin. Follow-up contact confirmed that blood glucose levels had decreased to 150 mg/dl and no further assistance was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.